Event description:
The tech alleged that the head section will not lower all the way. No pt impact.

Manufacturer narrative:
The tech found the gas spring is bent. The tech replaced the head gas spring to resolve the issue.